Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was not functioning and was defective. It was noted that the motor was blocked. It was further determined that the device failed pretest for check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. It was noted in the service order that during an unspecified surgical procedure, but before use on the patient, it was observed that the device did not rotate. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.